Event description:
Post diagnostics cardiac catheterization deploying vasoseal kit #7 to obtain hemostasis. Although minor resistance had been felt with deployment, all appeared normal. When the deployment sheath was withdrawn, it was found to have separated, leaving the distal 1/2 inch of the sheath in the pt's leg. Required minor surgical procedure for removal.